Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation this incident, it was determined that the cubie failed to open. The technical support specialist (tss) had the customer to try to tap and hold the lid using the retry button and reboot the system, but the issue remained unresolved. The tss then had the customer to zero the count, so that the system would open the next bin. The tss also confirmed that the customer was able to get the medication from the next bin, advised that a purchase order should be created and confirmed the broken cubie would be replaced by the pharmacy. The system functioned as intended after the technical support specialist assisted with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, a cubie failed to open when the user attempted to issue hydromorphone 2 mg. The customer reported that tapping the lid, using the retry button, and holding the lid down while pressing retry did not resolve the issue. The cabinet was rebooted, but the cubie remained inaccessible. Another cubie containing the same medication was available, and after zeroing the first bin, the alternate bin opened, allowing the user to obtain the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.